Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a critical pump error on the insulin pump. The customer¿s blood glucose level was 15 mmol/l, 18 mmol/l, 6.9 mmol/l and 9.2 mmol/l. The customer stated that they received a critical pump error image on the pump screen. The customer stated that there was no delivery alarm. The customer declined high blood glucose. The customer advised that the pump needs to be replaced. The customer was advised to refer to back up plan per health care professional instructions. The insulin the pump will be returned for analysis.